Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of emboli (thrombus), and perforation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All the available information was investigated. The definitive cause for the reported thrombosis couldn¿t be determined. The reported perforation appears to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus and the vessel injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per instructions for use (IFU) and no issues were noted. The sgc was advanced into the patient anatomy and the clip delivery system (cds) was advanced through the sgc. As the cds was advanced out of the sgc, a clot was noted on the tip of the sgc. The physician felt the clot was attached to the tip of the sgc and the decision was made to continue the procedure. Additional heparin was administered and the clot dissolved. The clip was implanted on the leaflets and mr was reduced to grade 1-2. As the sgc was being removed through the femoral vein, vessel injury was noted in the femoral artery. It was reported that the femoral artery was just under the femoral vein, and vessel damage occurred. It was not clear how the artery was damaged; however, it was felt that the damage had occurred during advancement of the sgc. A covered stent was then deployed, treating the artery damage. The patient was doing well post procedure. No additional information was provided.